Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she dropped the pump the other day and the vibration noise does not work properly. The customer stated that the pump is not vibrating for boluses. The customer stated that the vibrate mode is on that the pump's battery is not low. The customer was advised to install a new (B)(6) aaa alkaline battery. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had faulty vibration during the self test due to a broken vibrator motor wire. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.